Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 06-may-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that the bf probe was bad, and replaced it. Controls were run without any issues. Software version 2.40 was installed. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for the reported event was a defective wash probe.

Event description:
On (B)(6) 2015, a customer reported a wash probe 2 suction failure on the aia-900 analyzer. The customer cleaned the wash probe and changed the tips then primed the analyer but the error persisted. On (B)(6) 2015 , a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle stimulating hormone (fsh), pth kidney marker, and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.